Event description:
Additional information was received from a company representative (rep). It was reported that the event was a misunderstanding. The healthcare provider (hcp) was not informed about the new error message after updating the synchromed app. According to the patient the "hat" of course disappeared over time after the pump was implanted in the MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported the patient has had the pump for several years and therefore had been in the MRI (magnetic resonance imaging) during this time, but not in the recent past.  It was further reported that the error code 529, regarding a pump motor stall recovery having occurred, was seen when interrogating the pump on (B)(6) 2024.  The date of the stall was unknown / not specified.  The healthcare provider excluded magnetic resonance imaging (MRI) or any other strong sources of electromagnetic interference as a possible root cause for the pump motor stop (stall).  The patient (child) showed no underdosing symptoms at any time.

Manufacturer narrative:
H6 correction: the previously applied device code a072001 was previously applied in error and has been replaced with a141204. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.